Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. This reported adverse event has been identified as a duplicate. Please refer to MDR # 3006556115-2022-01193. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.